Manufacturer narrative:
H6: investigation summary: one photo which displays an optima injector connected to a syringe while attached to an infusion adapter and infusion bag was provided to our quality team for investigation. Through visual inspection, no leak can be observed between the optima injector and syringe, therefore we are not able to verify the reported defect. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device, including leakage testing and verifying all critical dimensions are within specification. As the lot involved in this incident is unknown, a device history review cannot be performed, and additional retained samples cannot be evaluated. Based on the available information we are not able to identify a root cause at this time. H3 other text : see h10.

Event description:
It was reported that leakage occurred between the bd phaseal¿ optima injector (n35-o) and bag spike connector during use. Additionally, the injector reportedly "popped" off the connector and onto the floor. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "I was able to discuss briefly what their issue was which she said was "leaking" between the connector port of the bag spike adapter and the injector connected to a syringe." "The current clinical practice in the outpatient cancer center is to attach a 10ml saline flush syringe with an optima injector to the optima bag spike adaptor and leave it attached as an indicator that when the chemo infusion is completed they are to add the flush to the bag for the final flush of IV tubing. They had several incidences where the injector ¿popped¿ off the connector and was found on the floor. An a few incidences with noted leaking of drops between the injector and the bag spike connector. We discussed a change in practice to not leave the flush syringe attached to the optima adaptor for an extended amount of time. I explained that this connection was designed for immediate injection of drug/fluid into the bag and it would be best not to leave it attached for an extended amount of time the nurses state they do ¿ hear¿ and feel the ¿click¿ when attaching the injector to the connector of the bag spike adaptor. They are considering a change in practice."

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that leakage occurred between the bd phaseal¿ optima injector (n35-o) and bag spike connector during use. Additionally, the injector reportedly "popped" off the connector and onto the floor. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "I was able to discuss briefly what their issue was which she said was "leaking" between the connector port of the bag spike adapter and the injector connected to a syringe." "The current clinical practice in the outpatient cancer center is to attach a 10ml saline flush syringe with an optima injector to the optima bag spike adaptor and leave it attached as an indicator that when the chemo infusion is completed they are to add the flush to the bag for the final flush of IV tubing. They had several incidences where the injector ¿popped¿ off the connector and was found on the floor. An a few incidences with noted leaking of drops between the injector and the bag spike connector. We discussed a change in practice to not leave the flush syringe attached to the optima adaptor for an extended amount of time. I explained that this connection was designed for immediate injection of drug/fluid into the bag and it would be best not to leave it attached for an extended amount of time the nurses state they do ¿ hear¿ and feel the ¿click¿ when attaching the injector to the connector of the bag spike adaptor. They are considering a change in practice."